Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer stated that during an infusion of medication (furosemide, morphine or sodium chloride 0.9%.) An rn noticed blood backing up into tubing, flushed tubing with ns syringe, then noticed leaking at the site above the filter. The flush was ineffective to push the blood through the tubing. The filter had been used for 20 hours, connected to the patient on at 5/9 0600. There was no patient harm.

Event description:
The customer stated that during an infusion of medication (furosemide, morphine or sodium chloride 0.9%.) An rn noticed blood backing up into tubing, flushed tubing with ns syringe, then noticed leaking at the site above the filter. The flush was ineffective to push the blood through the tubing. The filter had been used for 20 hours, connected to the patient on at (B)(6) 0600. There was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking at the site above the filter was confirmed. Visual inspection of the set showed a vertical crack on the female luer on the opposite side of the injection molding gate, extending from the luer opening and down into the luer body. A vertical micro-fracture leading into the larger crack was also observed on the luer body. Tool marks were not observed. Functional testing confirmed leaking at the connection of the syringe to the female luer of the set. The root cause of the crack was multiple contributing factors including manufacturing issues and the effect of chemical agents on mechanical connections of the luer.